Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11191. It was reported that the patient presented in the clinic for follow-up. Review of the stored electrograms revealed intermittent undersensing of the p-waves on the implantable cardioverter defibrillator. The physician alleged it was both a right atrial lead issue because of low signal p-waves and a device issue because of the sensitivity setting. The device was reprogrammed. The patient was in stable condition.